Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 test due to slightly loose drive support disk. No motor error alarms noted and the motor was tested outside of the device and passed. The insulin pump also passed displacement test. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners and broken belt clip slot.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 158 mg/dl.